Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) had a faulty pressure reading. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The stm performing the pm investigated and found the front end module pcb was faulty and replaced it. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse found the front end module pcb was faulty and replaced it. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) had a faulty pressure reading. There was no patient involvement, and no adverse event reported.